Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2017-02436 pertains to the first speedband superview super 7¿ device, manufacturer report # 3005099803-2017-02437 pertains to the second speedband superview super 7¿ device, manufacturer report # 3005099803-2017-02438 pertains to the third speedband superview super 7¿ device, and manufacturer report # 3005099803-2017-02439 pertains to the fourth speedband superview super 7¿ device. It was reported to boston scientific corporation that four speedband superview super 7¿ devices were used in the esophagus during an esophagogastroduodenoscopy (egd) with ligation banding procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands got tangled and failed to deploy on the first two devices used. A third speedband was used, the bands were bunched up on the ligator cap, and when deployed multiple bands were released. The same issue occurred with the fourth speedband; however, one band was successfully deployed, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.